Event description:
I had a left total hip replacement on (B)(6) 2009. I received the depuy asr total hip system acetabular cup sz mm56 on the left hip. Prior to surgery, I had pain in my left hip due to degenerative joint disease. On (B)(6) 2011, I noticed a clicking noise in my left hip with pain. On (B)(6) 2012, I had to have a hip revision of my left hip. On (B)(6) 2012 and (B)(6) 2012, I suffered dislocation of my hip and had to have add'l hospitalization to have it put back into place.